Event description:
It was reported by service report that the footboard was broken into two pieces. Customer could not determine if there was patient involvement, however no adverse consequences were reported.

Manufacturer narrative:
Results: footboard.